Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed a tcmid:07 (coolant temp high) error message was confirmed during the review of the event log data but was not confirmed during functional testing. The reported tcmid:07 error was not replicated during testing, and the thermogard console functioned as intended. The root cause of the intermittent tcmid:07 error was determined to be the defective pic-16 circuit board due to a defective component. No physical damage to the console was observed during visual inspection. During the review of the event log data files, several tcmid:07 error messages were observed on the customer's reported event date, thus confirming the customer complaint. The thermogard console passed functional testing with no issues, and the customer's reported complaint was not reproduced. During troubleshooting for the root cause of the intermittent occurrences of the tcmid:07 error message, the pic-16 circuit board was replaced. The zoll service personnel suspected that the circuit board may have had some intermittent technical problems that could not be directly identified during the functional testing and may have caused the console to intermittently display the tcmid:07 error messages. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, the reported tcmid:07 error message was not reproduced, and all readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with sn (B)(4).

Event description:
During patient use, the thermogard console (sn (B)(4)) was powered off by the customer after the patient's rewarming was completed. The console displayed a tcmid:07 (coolant temp high) error message when the customer restarted it. No consequences or impact to patient.